Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a bright red rash underneath the front therapy electrode that spread to her back. The patient's physician recommended using benadryl and cortisone cream. During a follow-up, it was reported that the patient's irritation improved after following the doctor's recommendations.